Event description:
The customer reported that on (B)(6) 2011 aspirated blood had dispensed on the top of the bath shield of a coulter act, 5diff al hematology analyzer. The issue was discovered during beckman coulter inc. Led customer troubleshooting of the instrument for erroneous white blood cell and hemoglobin patient results. Patient results were affected by the aspiration, however the erroneous results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included gloves and a laboratory coat, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. There was an exposure plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Led instrument troubleshooting revealed the misalignment of the horizontal traverse assembly over the bath(s). This was the root cause of the blood aspiration and most likely occurred when the customer performed an instrument extended cleaning procedure as part of customer initiated troubleshooting attempts. No further incidents have occurred since the reported event and subsequent troubleshooting. Mdrs associated with this event: 1061932-2011-01427; 1061932-2011-01425.